Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary- bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter- ink smear on the tube and shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter- ink smear on the tube and shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® edta 2k had broken lid/cap/hemogard shield and foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: it was noticed before use the ¿gel spread thinly in the upper part of the tube.¿